Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, four (4) months due to calcification. The explanted valve was successfully replaced with a non-edwards surgical valve of unknown size. The patient was noted to be doing fine post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d9, g3, g6, h2, h3, h6. H3: evaluation summary: customer report of calcification was confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed on both the inflow and outflow surfaces of all three leaflets. Calcification fused leaflets 1 and 3 by approximately 7mm at commissure 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflets 1 and 3 on the outflow aspect and around leaflet 2 on the inflow aspect. Multiple suture fasteners and pledgets remained attached to the sewing ring around the valve.